Event description:
It was reported that during surgery on (B)(6) 2024, the tip of the screw shaft was broken. Another device was used to complete the surgery with no delay. There were no adverse consequences to the patient. No broken fragments were retained in the patient¿s body. The patient was reported to be in stable condition. This report involves one ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d2b: additional device product codes: gxr, jey. E1: initial reporter facility phone number reported as (B)(6). H6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matneu scr ã¸1.5 self-drill l4 tan 1u I/c has the tip broken, the broken surface was examined and there was no evidence of a material issue. Fragment was not received for evaluation. A dimensional inspection for the matneu scr ã¸1.5 self-drill l4 tan 1u I/c was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the attempt of implantation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.503.104.01s. Lot number: 8541p40. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28-nov-2023. Manufacturing site: jabil bettlach. Expiry date:01-nov-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.